Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the reported femoral fracture. No evidence was found of product contribution to the reported event. The need for corrective action was indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
During revision surgery, the pt's lateral femoral condylar bone was fractured upon insertion of the lcs femoral component. The surgery was extended by approximately one hour.